Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc file broke during use. The separated piece could not be retrieved and was incorporated into the filling.

Manufacturer narrative:
Five reciproc files r25 8/100 21mm 025 were returned (one file in loose + four unused files). The file in loose is actually broken at the tip of the active part (fatigue). No material defect was found during analysis of the rupture pattern. The unused files have been measured and meet drawing specifications. These files have been then tested (torque test) and the results concerning torque moment are all under minimal requirement (specification: 15.00mnm mini - findings: between 10.46 and 12.60mnm). Nothing unusual to report was found during dhrs review (batches #1660423 and #1666195). As no additional chemical or thermal treatment is made on the raw material during manufacturing and that the instrument are dimensionally conforming, we assume the issue should rather be with the raw material. Supplier's raw material certificates have been reviewed and no deviation was detected. The root causes of the material weakness observed during the torque tests are not identified. This complaint should be transferred to our raw material supplier for further investigation.